Event description:
The manufacturer received info alleging a ventilator was not charging its battery to full capacity. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the battery charging limit was found to be set to 65%. The device's battery charge limit was reset to 100% to correct the issue. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's sensor board was replaced to address the issue. This report is being submitted as part of a program to retrospectively review possible device malfunctions that did not involve any injury, to determine whether they are reportable under 21 cfr part 803 and the manufacturer's updated reporting procedure. This program is being undertaken to address FDA warning letter (B)(4).